Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was revealed that the morphology scoring using the right ventricular coil to can was not scoring optimally. Programming changes were made to near field morphology and the scores were still not optimal. No further intervention taken at this time. Patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2019-13749 as the event did not indicate a lead malfunction upon further review.

Event description:
New information received noted that the patient returned to clinic on 26sep2019 with near field morphology programmer on and optimal match scores. The patient was stable.